Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, due to an unrelated surgery where the ipg was not placed into surgery mode, the cervical ipg was no longer able to communicate with external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, intervention is pending to address the issue.